Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggests that patient related factors (congestive heart failure, hypertension, hypothyroidism, obesity, and type ii diabetes mellitus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 26mm sapien 3 valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 6 years and 6 months. A 23mm edwards surgical valve was implanted in replacement. According to the medical records, the patient was admitted with acute pulmonary edema and heart failure. A tee was performed and noted critical aortic valve stenosis, moderate aortic valve regurgitation, moderately calcified mitral annulus with mild to moderate regurgitation. The patient underwent aortic annular repair and root enlargement with placement of a 23mm edwards surgical valve. Findings noted heavily calcified and scarred tavr inside thick calcified aortic leaflets. Tavr stents were heavily scarred into the aortic wall and annulus. Pathology noted a 3.2 x 2.0 x 2.5 cm partially metallic aortic valve prosthesis. There is extensive amount of calcifications identified on the leaflets and surrounding the metallic edge. Two days post op the patient underwent an emergent bypass graft with a saphenous vein the right coronary artery for post op rv failure. Imaging showed the slit rca orifice is distorted and very close to the sewing ring of the surgical valve. Post operatively the patient had a junctional rhythm with temporary pacemaker dependency, subsequently a permanent pacemaker was implanted.